Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported incomplete coaptation is due to patient anatomy (calcified leaflets and tethered posterior leaflet). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4, calcified leaflets, posterior prolapse, and a tethered posterior leaflet. One clip was successfully deployed on the mitral valve. A second clip was implanted and deployed. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). No additional clips were implanted was mr was reduced to a grade of 2-3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.